Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and unknown medication via an implantable pump. The concentration and dose were unknown. Indication for use was spinal pain. The patient had an accident that was preexisting prior to pump implant and was the reason for the pump. Ever since the accident the patient's sexual sensitivity had been low and was not able to have erections. Following the pump implant the patient intermittently, for a day or two, would have a lot of pain like the pain pump was not working. At the same time the patient would get a bad medicine taste in his mouth and have an erection. The patient usually wakes up like this when it occurs. The patient did not have a lot of movement in his sleep because the patient had to lay flat on his back. The patient could not move a lot in his sleep because he was in a lot of pain if he did. The root cause of the pain was from the preexisting accident issue. A dye study was done in the past (date unknown) and no issues were noted at that time. There had not been any issue with the pump stopping. The patient planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.